Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: a sample was not returned for evaluation. A review of the device history record showed no defects. Twenty retained tubes from the same lot number were, therefore, taken at random, and draw-tested with deionised water. All tubes drew to within specification; very close to the nominal, and none of the cap/stopper assemblies remained in the holder. At the start and end of the testing the atmospheric pressure 74mmhg. This complaint is not confirmed based on the results achieved with the retained samples. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that the bd vacutainer® citratetube did not fill and when sample collector changed tube, the tube's cap stayed in the holder leading to blood exposure. No medical interventions or serious injury reported.